Manufacturer narrative:
Updated data: a4. B5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving a tav evfxplus-29 valve, the valve was deployed at an acceptable depth but dislodged multiple times into the ascending aorta. Per the physician, the valve was undersized which contributed to the dislodges. The valve and delivery catheter system were withdrawn from the patient. The issue was resolved by upsizing to a 34 mm valve. No patient complications have been reported as a result of this event. Additional information was received that the valve was initially deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. The implant depth was approximately 3-5 mm with each deployment attempt, but dislodged towards the aorta, into the sinuses of valsalva.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6) ); product type: 0195-heart valves; date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving a tav evfxplus-29 valve, the valve was deployed at an acceptable depth but dislodged multiple times into the ascending aorta. Per the physician, the valve was undersized which contributed to the dislodges. The valve and delivery catheter system were withdrawn from the patient. The issue was resolved by upsizing to a 34 mm valve. No patient complications have been reported as a result of this event.